Event description:
Customer reported issues with the insulin pump. Customer states that there was a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.